Event description:
I started with abdominal pain, heavy uncontrollable bleeding and frequent periods every 2-3 weeks; I got red spots on my feet and legs all the way up to my pelvis; I have had an appendectomy (they thought it might be my appendix), then I had a partial hysterectomy leaving in my right ovary and tube so I would not go through menopause at the age of (B)(6) (the doctor told me he couldn't remove the coil without removing my ovary too); I have had this weird metallic taste in my mouth for years; I get nauseous with severe bloating...I get so bloated I look like I'm 8-9 months along in a pregnancy yet I have severe diarrhea at the same time; I have severe leg, hip and knee pain; I have gained a bunch of weight yet I have no appetite; I wake up crying at night due to the abdominal pains; I have had hair loss; my teeth are brittle and constantly breaking; I have "blackouts" where I blackout and fall to the ground losing consciousness; I am not supposed to drive, be left alone or even go up and down stairs without someone to help me; I am a mom of 6 children including my youngest who was 2 1/2 months old when I had this device put in, and I am a teacher...so I have also had to shut down my daycare.